Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse getting an alert 52 (extended period of cold water) in an arctic sun device. Patient temperature (pt) was 38c, targeted temperature (tt) was 37c, water temperature (wt) was 11c, flow rate (fr) was 2.9lpm, patient was 102kg with medium pads in place. Explained water temperature (wt) was cold to compensate for lack of pad coverage. Instructed to carefully assess the skin then they would swap to large pads or add universal pad for this patient. Suggested calling back if patient did not get closer to targeted temperature (tt) after switching pads.

Event description:
It was reported that the nurse getting an alert 52 (extended period of cold water) in an arctic sun device. Patient temperature (pt) was 38c, targeted temperature (tt) was 37c, water temperature (wt) was 11c, flow rate (fr) was 2.9lpm, patient was 102kg with medium pads in place. Explained water temperature (wt) was cold to compensate for lack of pad coverage. Instructed to carefully assess the skin then they would swap to large pads or add universal pad for this patient. Suggested calling back if patient did not get closer to targeted temperature (tt) after switching pads. Per follow up information received via email on (B)(6) 2023, it was reported that the patient was a male in 40's. Therapy was completed and there was no impact to the patient. Patient was too big for pads, and they needed instructions or assistance from mis.

Manufacturer narrative:
Upon further review of investigation bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.